Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges the patient experienced hernia recurrence. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record review, 6 months post implant of composix kugel mesh, patient had scar tissue, abdominal pain, foreign body reaction, induration around the mesh thereby underwent mesh explant. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of an umbilical hernia. The patient's hernia was repaired with a composix kugel mesh. (B)(6) 2014 - the patient underwent an additional surgery to repair the recurrent hernia after the composix kugel allegedly failed and to remove the composix kugel patch. The attorney alleges that the patient subsequently endured additional surgeries to treat mesh-related complications. The patient was also alleged to be injured severely and permanently. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with umbilical hernia and underwent open repair with implant of composix kugel mesh. Per operative notes " the hernia sac and small bowel was reduced. A round disc patch (composix kugel) was placed inside the peritoneum cavity". (B)(6) 2014 - patient was diagnosed with painful mesh, partial bowel obstruction, intraabdominal adhesions and underwent open repair with removal of the composix kugel mesh. Per operative notes "appears to be a significant amount of induration around the mesh and this is probably because of foreign body reaction of exaggerated nature which is causing patients symptom of pain. The composix kugel and the scar tissue were completely excised. Few adhesions were carefully taken down. This may have contributed to the partial bowel obstruction". Attorney alleges that patient had adhesions, bowel obstruction, hernia recurrence, pain, exaggerated foreign body reaction and underwent subsequent surgery on (B)(6)2016 for recurrent hernia repair with sutures after the removal of the bard composix kugel mesh.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges the patient experienced hernia recurrence. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for repair of an umbilical hernia. The patient's hernia was repaired with a composix kugel mesh. On (B)(6) 2014 - the patient underwent an additional surgery to repair the recurrent hernia after the composix kugel allegedly failed and to remove the composix kugel patch. The attorney alleges that the patient subsequently endured additional surgeries to treat mesh-related complications. The patient was also alleged to be injured severely and permanently.